Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the unit found a tube misconnection and water in the patient circuit. The tube was reconnected and the circuit was cleaned.

Event description:
The hospital reported suction was not functional. There was no report of patient involvement.